Event description:
It was reported the customer's insulin pump was not functional. The customer stated their insulin pump stopped delivering insulin pump to their body. It was also found the customer insulin pump had a black dot on the screen. Customer also reported a battery out limit alarm during normal insulin pump use. The customer was advised to monitor their insulin pump while a replacement battery cap was being sent. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.